Event description:
The catheter was placed and was in user for about 30 minutes when it began to fail steering bi-directonally. The catheter was removed from the pt and a second catheter was opened and used to finish the procedure. The pt was not harmed, but completion of the procedure wad delayed while catheter were swapped out.